Event description:
This patient was implanted with the neurocontrol freehand system in 1997. While attempting to use the device's exercise function in 2002, the patient reportedly experienced "jumpy", intermittent stimulation, and not the expected exercise stimulation pattern. A malfunction of the ecu was suspected and the ecu was returned for repair. The ecu batteries were found to be dead; however, the device operates properly when powered by the battery charger. A neurocontrol representative visited the patient in 2002, performed stimulation testing using a freehand implant tester, and determined that the implantable receiver-stimulator (irs) had malfunctioned. It is likely that the malfunction is due to water vapor generated inside the irs capsule, a problem that was the subject of a previous recall. Irs replacement would require surgical intervention, after which a follow-up report will be submitted.